Manufacturer narrative:
Follow-up #1: date of submission 05/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data showed an unconfirmed call service alarm cs60 warning for 30 minutes leading to a sudden 17 count voltage drop that generated a low battery warning followed by a replace battery alarm. The battery compartment was cracked and corrosion was observed in the battery canister and on the cap. A leak test was performed and failed due to a battery compartment leak. The returned battery cap was undamaged and was able to fit to maintain electrical connection. The ez-prime steps were performed correctly and all electrical current draws were within specifications. Upon removal of the pump cover, no further moisture ingress or any intermittent condition was found to the power printed circuit board or to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged damage to the battery compartment. In addition, the reporter alleged moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.